Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) and subsequent manufacturing date (11) are unknown; therefore, the UDI number only will contain the device identifier (01). H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during use of two (2) novum iq syringe pumps, medication backed up the central line. This was observed during patient infusion via a peripherally inserted central catheter (PICC) line. The infusion ran using 2 baxter syringe pumps infusing lipids, precedex, and fentanyl and one (1) non-baxter pump infusing total parenteral nutrition (tpn). Downstream occlusion alarms occurred on the pumps; however, the patient's line was manually flushed with heparin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A2: the patient was pediatric. G1: device manufacturer address 1: nothern region industrial estate. G1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additionally, while in the neonatal intensive care unit, the infant had total parenteral nutrition (tpn), lipids, precedex, and fentanyl backing up the central line. The lack of precedex caused a decrease in patient sedation. No further information was available at the time of this report.

Event description:
B5: additionally, while in the neonatal intensive care unit, the infant had total parenteral nutrition (tpn), lipids, precedex, and fentanyl backing up the central line. The lack of precedex caused a decrease in patient sedation. No further information was available at the time of this report.